Event description:
Called to cvrri for iabp autofill failure. Attempted refill without success. Console changed out. After console changed out, atomized blood noted in tubing. Console immediately stopped. Md attempted removal without success. Pt returned to or and iabp was surgically removed. Pt was later re-ballooned in ICU because of increasing heart rate and low bp.